Manufacturer narrative:
Customer event "shocked doctor during surgery" was not confirmed during the evaluation process. Power output in all ports were checked. Problem cannot be duplicated. Unit calibrated and pass final test. Electrical safety test has been performed, and all tests passed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no relationship to this complaint was found. (B)(4). Per the instructions for use, the user is advised the following: the user is advised to avoid risk of electric shock, this equipment must only be connected to a supply mains with protective earth. A hospital qualified biomedical technician should perform this inspection. There are no user serviceable parts in this equipment. Improper servicing of the equipment could result in improper operation and present a risk of electric shock. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-2450-120, was being used during an achilles tendon repair procedure on (B)(6) 2020 when "shocked doctor during surgery. Left black mark on his thumb." Upon further assessment, it was discovered dr murray butler received a 1st degree burn and no medical intervention was required. The procedure was completed with a bipolar device. There was no report of delay. There was no report of injury, medical intervention or hospitalization for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.